Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event and therapy date is an estimation. It is unknown which lead was replaced, so both are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2020-30722. It was reported that the patient was experiencing ineffective therapy due to high impedance. As a result, one of the patient's leads was explanted and replaced. Therapy was restored following the procedure.